Manufacturer narrative:
Filing for initial report, investigation is ongoing. Centurion has not received any additional information regarding this report. Based on the information currently available, centurion is unable to determine if medical intervention was required to prevent permanent impairment/damage or if a serious injury occurred.

Event description:
Guidewire split apart.